Manufacturer narrative:
Three opened and used reservoirs were inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the devices operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer did not have time to troubleshoot the issue, but would like to return 25 reservoirs back for analysis. The customer stated that they feel the reservoirs are the issue. The customer was sent replacement reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.